Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v970035, implanted: (B)(6) 2014, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reports the patient had a loss of therapeutic effect. She was going to the bathroom in her pants and leaking symptom reported. The patient had no stimulation sensation. She was on program 3 at 5.4. The patient increased to 5.9 but still not feeling stimulation. The patient changed to program 4 at 5.4. The patient was not feeling stimulation. There had been no events / traumas recently.

Event description:
It was initially reported on (B)(6) 2014 that the patient had interstim implant yesterday . No stimulation sensation and a loss of therapeutic effect was noted. The patient was going to the bathroom every hour, having accidents, going in her pants, wetting the bed, no control over urine. When the patient came home yesterday she stopped feeling the "fluttering" . The patient had been up all night going to the bathroom. The patient was having problems working the programmer to get the stimulation again. The patient still had a small bandage on. The patient was on program 2 at 4.1. The patient saw ins icon with lightening bolt. The patient raised the amplitude last night from 3.3 to 4.1. The patient was wondering if she needed to change channels. Additional information received on (B)(6) 2014 noted that there was not a 50% or greater symptom reduction. It was also noted that the patient had intense pain, shooting down right leg. The pain persisted whether the device was on or off. Nothing made it better or worse. The event cause was not determined. Impedance check was normal. They turned up the factory programs with the programmer as well as instructed the patient's son how to operate it. Date was noted as (B)(6) 2014. CT scan at ER showed mild inflammation around generator; healing was within normal limits. Date was noted as (B)(6) 2014. A sudden loss of therapeutic effect was noted. It was unknown if the patient experienced a loss of stimulation. The patient was not recovered; symptoms/issue was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's symptoms worsened and was likely due to a faulty lead. The health care professional noted that they did a surgical revision and it did resolve the issues. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v970035, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID neu_unknown_prog, serial# unknown product type: programmer, physician. Product ID 3889-28, lot# ,va1fvmy, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that it never worked, and she had 3 surgeries. Patient stated the first implant was not working for her and the battery went bad. Patient services attempted to clarify if patient was referring to the lead replacement that was in registration. Patient stated that was not faulty, just that it was not working. Patient stated the faulty machine comment was in regards to the first implant by the healthcare provider but then stated it was not her first implant. Patient eventually stated she did not know regarding the specifics but that their healthcare provider would know.